Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 3 months post implant of this mitral bioprosthetic valve, the valve was explanted and replaced with a valve of the same size and model.  The reason for the explant was not reported.  No additional adverse patient effects were reported.